Manufacturer narrative:
Product complaint # (B)(4). (B)(4) are related to each other. The following literature cite has been reviewed: kwon ym, an s, yeo I, tirumala v, chen w, klemt c. Radiographic risk factors associated with adverse local tissue reaction in head-neck taper corrosion of primary metal-on-polyethylene total hip arthroplasty. J am acad orthop surg. 2021 apr 15;29(8):353-360. Doi: 10.5435/jaaos-d-20-00473. Pmid: 32796372. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kwon ym, an s, yeo I, tirumala v, chen w, klemt c. Radiographic risk factors associated with adverse local tissue reaction in head-neck taper corrosion of primary metal-on-polyethylene total hip arthroplasty. J am acad orthop surg. 2021 apr 15;29(8):353-360. Doi: 10.5435/jaaos-d-20-00473. Pmid: 32796372. Objective/methods/study data: this study aimed to identify any potential clinical risk factors associated with failed mop tha due to head-neck taper corrosion. Study included 146 mop patients. 42 were noted to have altr. There was no mention of the polyethylene liner or acetabular cup. Adverse event(s) and provided interventions unk hip femoral stem prodigy and unk hip femoral head case #2 -60-year-old male with a bmi of 29.2. Altr, corrosion of the head and stem, and cobalt levels at 1.1ppb and chromium 2.1ppb. No intervention provided.